Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm epic valve was implanted. After the procedure, it was noted via ultrasound that there was strong/moderate regurgitation. Re-operation was performed immediately and the valve was explanted and replaced with 33mm epic valve. It was reported that there was a two hour delay in procedure. The patient is reported to be discharged. The delay in procedure was considered clinically significant due to increased chance of patient morbidity, however no adverse occurred as a result. The patient remained hemodynamically stable throughout the procedure. There was no adverse patient effects.

Manufacturer narrative:
An event of regurgitation was reported. The device was returned back to abbott for investigation, the sewing cuff is fully intact, and leaflet 2 was folded. No anomalies were found with the other valve cusps. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including inspection for proper coaptation and effective orifice area. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined, however, it is possible the valve cusp was folded during implant or explant of the valve. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.